Event description:
It was reported that the compressor stopped working and that burning odor occurred. No more information was available. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
**UDI related data quality updates ** a correction of fields # d1 brand name and # d4 version or model # were required. D1 ¿ brand name - previous brand name: compressor mini, corrected brand name: compressor mini 115v 60hz. D4 ¿ version or model # - previous version or model #: compr mini 115v 60hz, corrected .version or model #: 6481779.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Based on provided information, there was no on-site visit by getinge technician. The customer resolved the issue himself, no part related to the compressor was replaced. Connected ventilator or anesthesia workstation switches to 100% oxygen when loosing air inlet pressure. Alarms will be generated, and proper measures can be taken. As the ventilator and the anesthesia workstations have their own essential performance and mitigations to handle the deviation in inlet pressure, the issue does not appear to be likely to bring on any immediate danger to the user. The root cause has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).